Event description:
The customer alleged the unit kept on shutting down with no audible alarm. The hospital bi0-med inspected the device and bio-med could not duplicate the problem. The mallinckrodt customer support engineer (cse) was called in and he inspected the device and could not duplicate the alleged event. The cse found that the vent is been overdue for its preventive maintenance. The unit passed extended self testing. No parts were replaced. It is not verified that the vent shut down with no alarm, and no malfunction may have occurred. There was no patient harm.